Event description:
Complainant alleged that during biomed testing, the pacer knob shaft was broken off and the device was unable to pace. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.